Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2014 and suture was used on the skin. During the procedure the needle broke. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional information received from the account. The account reports that the needle did not break. There was no complaint for this product. Please void 2210968-2014-06085.